Event description:
Info received indicates the head hi/low function is drifting down over 8 to 10 hours.

Manufacturer narrative:
The technician found contamination on the hydraulic CPR/trend valve. He replaced the valve to repair the bed.